Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there was no patient contact with the device. Section d6b - explant date: not applicable, as there was no patient contact with the device. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defective intraocular lens (iol) was identified during the procedure. There was no patient contact with the device; therefore, no patient impact was reported. A back up lens was implanted. No other intervention beyond the standard of care was performed. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-jan-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation visual inspection of the complaint device revealed that the handpiece was received with the plunger rod advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip was observed to be slightly bent. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received torn and coated in viscoelastic residue. The lens was cleaned, revealing no further issues. The complaint issue "lens damage" was not identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.